Event description:
Additional information received from the patient. Patient called back stating they received their replacement recharger, but the paddle still gets very hot like it is scalding out of an oven. Patient stated they have had their implant for a long time, and can tell the difference between the regular warmth of the body and equipment, and the heating. Patient confirmed no physical damage to recharger cord or pins. Patient stated at times after charging they will put the paddle on their face as the slight warmth would feel good, but recently even after replacement it has been scalding hot. Patient stated they always keep the quality on excellent, but it still takes a while to recharge the implant as well. Agent sent email to replace recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Product ID: 97755, serial# (B)(6), product type: recharger. H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed no anomalies, complaint was unable to be verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device 97755-s recharger, serial number (B)(6) was returned for product analysis. Analysis found no issues with finding or charging implantable neurostimulator (ins) and complaint was unverified. Recharger antenna tested ok and passed final functional test. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:the device 97755-s recharger serial number (B)(6) was returned for product analysis. However, product analysis not yet completed. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for about the last 2 months, they had noticed the recharger paddle was getting extremely hot, and the controller battery was draining rapidly when trying to charge their implant. Patient said they were used to their ins taking a while to charge the implanted neurostimulator, and sometimes it would take longer than other times to charge. Patient mentioned they were conscious lately to make sure they were in a cool spot while charging, but that didn't make a difference. Patient was charging ins while on call and said the controller had gone down 10% from 100% to 90% in a matter of minutes, which patient said usually didn't happen that fast. Patient also mentioned the controller would go down to 30% before the ins would get to 100%. The issue was not resolved. An email was sent to the repair department to replace the recharger. See case previous cases for the report of prior replacement equipment. Patient mentioned they've had multiple implants.